Manufacturer narrative:
H3: findings/root cause: the suspect device was not returned for evaluation however, the customer was able to provide log files for further investigation. Tech support reviewed the logs and verified the presence of the alarm. The blower was replaced under warranty. As the original blower has not been returned back for evaluation. The customer's reported complaint could not be confirmed; therefore, root cause cannot be determined.

Event description:
Additional information received indicates that no product was returned, however an investigation was completed.

Manufacturer narrative:
File identification: (B)(4). G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. It is unknown if there was patient involvement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the device experienced technical failure issues with one of the bellavista (B)(6) with an error 401 and 316. It is unknown if there was patient involvement.